Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') in an adult female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2013, the patient experienced fatigue ("fatigue") and migraine ("migraine"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essurev removed by salpingectomy (bilateral) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dermatitis allergic, hypersensitivity, urinary tract infection, vaginal infection, vaginal haemorrhage and menorrhagia had resolved and the psychological trauma, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: as discrepancy noted in date of insertion: (B)(6) 2014 patient received treatment for psych injury, uti, vaginal infection, fatigue, gi conditions, hormonal changes, migraine, headaches, nausea, weight gain there was 1 coil showing on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: there is normal opacification of uterine cavity. Essure device are in place bilaterally. No evidence of contrast within the fallopian tubes. Imaging procedure - on (B)(6) 2013: bilateral occlusion. Lot number: a14899 manufacturing date: 2012/05 expiration date: 2015/05 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') in an adult female patient who had essure (batch no. A14899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included bupropion hydrochloride (wellbutrin). On (B)(6)2013, the patient had essure inserted. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2013, the patient experienced fatigue ("fatigue") and migraine ("migraine"). On an unknown date, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), vaginal infection ("vaginal infection"), gastrointestinal disorder ("gi conditions"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essurev removed by salpingectomy (bilateral) on (B)(6)2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dermatitis allergic, hypersensitivity, urinary tract infection, vaginal infection, vaginal haemorrhage and menorrhagia had resolved and the psychological trauma, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: as discrepancy noted in date of insertion: (B)(6)2014 patient received treatment for psych injury, uti, vaginal infection, fatigue, gi conditions, hormonal changes, migraine, headaches, nausea, weight gain there was 1 coil showing on both side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2015: there is normal opacification of uterine cavity. Essure device are in place bilaterally. No evidence of contrast within the fallopian tubes. Imaging procedure - on (B)(6)2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received. Reporters information updated. Lot no. Were added. Event: abnormal bleeding (vaginal, menorrhagia) were added. Event outcome were updated to recovered: abnormal bleeding (vaginal, menorrhagia),. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), migraine ("migraine"), headache ("headaches") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (essure removed by salpingectomy (bilateral) on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, dermatitis allergic, hypersensitivity, urinary tract infection and vaginal infection had resolved and the psychological trauma, fatigue, gastrointestinal disorder, hormone level abnormal, migraine, headache, nausea and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vaginal infection and weight increased to be related to essure. The reporter commented: as discrepancy noted in date of insertion: (B)(6) 2014. Patient received treatment for psych injury, uti, vaginal infection, fatigue, gi conditions, hormonal changes, migraine, headaches, nausea, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2013: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-sep-2019: pfs received: event injury nos replaced with event chronic/pelvic pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdominal pain, back pain, rash/skin condition, hypersensitivity, psych injury, uti, vaginal infection, fatigue, gi conditions, hormonal changes, migraine, headaches, nausea and weight gain. Patient demographic details, reporter and product information was added. Lab dada added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.